Event description:
Granuloma [injection site granuloma]. Rha4 on cheek and left and right jawline [off label use]. Case narrative: united states report received from a physician via company representative on 29-jun-2023 and refers to a 21 or over female patient who had received rha4 on (B)(6) 2022, for an unknown indication. 2 milliliters volume of rha4 syringe was applied as 0.2 ml on each nasolabial folds (nfl), 0.3 ml on one cheek and 0.5 ml on left (l) jawline, 0.7 ml on right (r) jawline using an unspecified injection technique. The needle was not used from the box and canula was used during the administration of rha4. Previous cosmetic procedures were not provided. On an unspecified date, the patient had thyroid surgery. No concomitant medications and food supplements were provided. On an unknown date in 2023 (described as about fourteen months after rha4 administration), the patient had large nodule appeared on the l jawline described to be the size of a walnut and swelling on and below jawline. On an unknown date in 2023, the patient had biopsy where granuloma was confirmed. The patient was referred to dentist to ensure not infectious. After cleared from the dentist, the patient was treated with hylenex, oral prednisone taper (unknown duration), oral steroids and was referred to plastic surgery for further treatment. On an unknown date in 2023, the plastic surgeon was treated the patient with intralesional kenalog injections ("intralesional" injections alone and combined with 5-fluorouracil (fu) and injector thinks 5-fu (intralesional injections combined with kenalog) as well. The patient events seem to be resolving. At the time of this report, the outcome of the event was recovering. The intensity of the event was not provided. The product was not available for return. Health effect - clinical code: e2111, injection site reaction. Health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. Case comments: a causal relationship between the rha4 and reported granuloma is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the available information. Note should be made that granuloma had been confirmed with a biopsy. The company will continue monitoring the benefit-risk profile for the product.